Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and the device was not detected on the bus. The field service engineer (fse) had worked with the customer. After troubleshooting, running diagnostics, and testing voltage on the controller boards, it was found that the retractor band needed to be replaced on drawer 3-1. The station was rebooted after the replacement. The area underneath the cubie pockets on drawer 3-1 was also cleaned. The customer tested and inventoried the drawer, and the test was successful. A medstation performance analysis report was completed, and preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, not detected on bus. Customer were able to open the drawer, but none of the cubies opened, tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.